Manufacturer narrative:
This is one event (death) for the same patient involving two separate products: associated mdrs # 1225714-2013-01917, 1225714-2013-01918.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6), 2006 after the use of the product.